Event description:
Customer reported a high blood glucose level with the cgm displaying "high." Cause was not known. Customer took corrective action by administering a correction bolus via pump and was instructed by technical support to inspect various components and consult a healthcare provider. Customer acknowledged the instructions and planned to replace supplies and resume insulin as necessary.